Event description:
It was reported that following a laparoscopic splenectomy/gastrectomy procedure, bleeding occurred and the patient required a blood transfusion. This is all that is known at this time. The device was discarded after the procedure.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.